Manufacturer narrative:
510k: this report is for an unknown constructs: pfna unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: tittel, s., burkhardt, j., roll, c., and kinner, b. (2020), clinical pathways for geriatric patients with proximal femoral fracture improve process and outcome, orthopaedics & traumatology: surgery & research, vol. 106, pages 141-147 (germany). The objective of the current study was to evaluate the implementation of clinical pathways(cps) in hip fracture management. A total of 605 patients with proximal femoral fractures underwent osteosynthesis. The mean age of the patients was 83 years. The implants used were dhs: dynamic hip screw; gamma3: stryker gamma nail, and pfna: depuy synthes proximal femoral nail antirotation. The article did not specify which of the devices were being used to capture the following complications: patients died patients had revisions patients had failure osteosynthesis patients had failure fixation patients had infection patients had hematoma patients had seroma patients had pneumonia patients had utis patients had increase creatinine patients had decubitus patients had delirium this report is for an unknown synthes dhs: dynamic hip screw and pfna: depuy synthes proximal femoral nail antirotation. This report is for one (1) unk - constructs: pfna. This is report 2 of 4 for (B)(4).